Event description:
Patient reported via FDA the following. "Recent diagnosis of rupture." Patient also reported "symptoms of bii getting worse. Fatigue, muscle pain abs weakness, joint pain, tingling in hands, night sweats, hormonal imbalance, hair loss" which are not device related. Device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.